Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2022. The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation of missing sensor wire is not confirmed; however, sensor wire is detached from sensor pod and was found and confirmed per product evaluation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.